Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 2.0, lab: 4.0. Therapeutic range: 2.0-3.0. Time between testing was about one hour.

Manufacturer narrative:
Investigation pending.